Event description:
It was reported that the device was prepped and advanced on the guide wire. Prior to entering the patient, it was noted that the stent was not on the balloon. The stent was found on the table. There were no patient effects.